Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted colostomy takedown. According to the reporter: surgeon fired the reload on colon. Later in case she noticed how poor the staples formed in the tissue. She picked out many staples (sent to qa) and took pictures. To correct problem she used an ila 52 blue load. When firing she noted it was difficult to squeeze handle even though the tissue was not that thick. It was the first staple line so there were no known obstructions in jaw. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used. Intra-operatively patient was doing well. Dr. Mentioned it was the best possible time for this to happen.